Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If significant info is identified from the sample investigation then a summary of the findings will be provided in a supplemental report.

Event description:
The customer reported that the balloon deflated and appeared to be pierced in some way. The reporter stated this occurred with two devices of the same lot. Covidien has attempted to gather further info related to this report. No response has been received as today.